Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had reservoir part broken off. The customer's blood glucose was unknown at the time of incident. The customer reports that cracked on pump and rainbow effect. The customer reports that the insulin pump was reject new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. Stop test plug was able to lock in. Device received with high stop current due to corroded battery tube compartment noted, device passed displacement test, self test, a21 error test, off no power test and run current test. No missing segment noted. (B)(4).